Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly. Not returned, serial number unknown.

Event description:
It was reported that dermatome is not perform properly. Per the repair team, the device was not cutting properly. Event occurred during surgery. No harm and no delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Summary: on (B)(6) 2019, it was reported that that the dermatome was not performing properly. The device was not cutting properly. The customer returned a dermatome an device, serial number 700313, for evaluation. The customer also returned a hose, screwdriver, autoclave case and 1in 2in 3in 4in width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number 700313 as documented in the repair reports. Product review of the dermatome an on may 3, 2019 revealed that the control bar was below the master blade. The service technician noted that this would have caused the reported event. The device was within calibration specifications and operated within motor speed specifications. Repair of the dermatome an was performed by zimmer biomet surgical on may 3, 2019 which included replacement of the calibration shaft, bearings and neck o-ring. Dermatome an, serial number 700313, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the control bar was below the master blade. When the control bar is low, it will cause the blade to be the first point of contact with the patient. This can cause a deeper cut than intended and patient injury. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar was below the master blade. When the control bar is low, it will cause the blade to be the first point of contact with the patient. This can cause a deeper cut than intended and patient injury. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
There is no additional information available to report at this time.